Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was hospitalized for a high blood glucose over 600 mg/dl and diabetic ketoacidosis on (B)(6) 2016. The customer's blood glucose increased due to not being on the insulin pump; he was off of the device for less than 48 hours. The patient was treated with IV fluids. Additionally, the insulin pump alarmed no delivery prior to the mother's call. The patient's blood glucose was 450 mg/dl. During troubleshooting the insulin pump was able to prime without incident. However, the battery cap was missing. The insulin pump was not returned for analysis.